Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection confirms that lower jaw is bent downward. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually bend. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. This complaint can be confirmed. A batch record review has been conducted for this lot and the results indicate that this batch of product was processed without incident related to the failure in this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a dissimilar complaint for this lot number for this device. At this point in time, we cannot discern a root cause for this failure at this time. No corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that prior to a rotator cuff repair surgical procedure, it was observed that the suture/needle device bottom jaw was broken and hanging loose from the device. It was also reported that the bottom jaw was still attached to the device and nothing came off or fell inside of the patient. It was reported that the issue was discovered while the gun was on the tray and likely occurred during sterilization for the procedure. It was reported that the surgeon completed the procedure with another like device with no patient consequences or delay. There was patient involvement. There were injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.